Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a leak was observed from an additional port of a small volume folfusor before patient use. The folfusor was filled with fluorouracil solution. No additional information is available.